Event description:
This case was initially received via regulatory authority (ansm, reference number: r2207875) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('the insert has opened. It is what is releasing metals into your body') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes (since age 15 years) since 1988. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), metal poisoning ("it is what is releasing metals into your body"), genital haemorrhage ("hemorrhage"), menstruation irregular ("irregular menstrual periods"), swelling ("swelling, could swell"), localised oedema ("oedema of abdomen"), gastrointestinal disorder ("abdomen"), asthenia ("frail, body of an 80-year-old"), insomnia ("insomnia"), tooth disorder ("dental bone loss"), bone loss ("dental bone loss"), amnesia ("time loss, memory loss"), presyncope ("vasovagal episode"), visual impairment ("visual disturbances"), loss of libido ("no sexual pity"), breast swelling ("breast swelling"), ovarian cyst ("cyst - in all five - in the ovaries"), dry skin ("dry skin"), vulvovaginal mycotic infection ("inner mycosis"), fracture ("forearm, thigh, double fracture"), tendonitis ("tendinitis") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal imbalance"). Essure treatment was not changed. At the time of the report, the abdominal pain, device breakage, metal poisoning, genital haemorrhage, menstruation irregular, swelling, localised oedema, gastrointestinal disorder, asthenia, insomnia, hormone level abnormal, tooth disorder, bone loss, amnesia, presyncope, visual impairment, loss of libido, ovarian cyst, dry skin, vulvovaginal mycotic infection, fracture and tendonitis had not resolved and the breast swelling and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, asthenia, bone loss, breast swelling, device breakage, dry skin, fracture, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, insomnia, localised oedema, loss of libido, menstruation irregular, metal poisoning, ovarian cyst, presyncope, swelling, tendonitis, tooth disorder, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: I have been diabetic since I was 15. I have never seen my condition has deteriorated since I had the essure contraceptive device inserted in september 2013. The only chance I have is persisting by telling all my doctors and everything that is happening to me was not normal. For 10 years I have lived in the body of an 80-year-old, a quality found by the doctor. Today there are some things I have managed to recover in my body there are many things I will never recover and I am aware of this. So, if I am taking legal actions, it is simply to be recognised and to make your pharmaceutical companies pay for taking advantage of people without explaining to them what they have in their bodies. For several years, I told my doctor that I had abdominal pain, I could swell, I had haemorrhages, etc. Etc. And in 2021 he actually told me, ¿ms o, you are right. The insert has opened. It is what is releasing metals into your body¿. I do not know what miracles causes me to still be alive diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-mar-2022. The most recent information was received on 04-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('the insert has opened. It is what is releasing metals into your body') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes (since age 15 years) since 1988. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), metal poisoning ("it is what is releasing metals into your body"), genital haemorrhage ("hemorrhage"), menstruation irregular ("irregular menstrual periods"), swelling ("swelling, could swell"), localised oedema ("oedema of abdomen"), gastrointestinal disorder ("abdomen"), asthenia ("frail, body of an 80-year-old"), insomnia ("insomnia"), tooth disorder ("dental bone loss"), bone loss ("dental bone loss"), amnesia ("time loss, memory loss"), presyncope ("vasovagal episode"), visual impairment ("visual disturbances"), loss of libido ("no sexual pity"), breast swelling ("breast swelling"), ovarian cyst ("cyst - in all five - in the ovaries"), dry skin ("dry skin"), vulvovaginal mycotic infection ("inner mycosis"), forearm fracture ("forearm double fracture"), femur fracture ("thigh double fracture"), tendonitis ("tendinitis") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal imbalance"). Essure treatment was not changed. At the time of the report, the abdominal pain, device breakage, metal poisoning, genital haemorrhage, menstruation irregular, swelling, localised oedema, gastrointestinal disorder, asthenia, insomnia, hormone level abnormal, tooth disorder, bone loss, amnesia, presyncope, visual impairment, loss of libido, ovarian cyst, dry skin, vulvovaginal mycotic infection, forearm fracture, femur fracture and tendonitis had not resolved and the breast swelling and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, asthenia, bone loss, breast swelling, device breakage, dry skin, femur fracture, forearm fracture, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, insomnia, localised oedema, loss of libido, menstruation irregular, metal poisoning, ovarian cyst, presyncope, swelling, tendonitis, tooth disorder, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: I have been diabetic since I was 15. I have never seen my condition has deteriorated since I had the essure contraceptive device inserted in (B)(6) 2013. The only chance I have is persisting by telling all my doctors and everything that is happening to me was not normal. For 10 years I have lived in the body of an 80-year-old, a quality found by the doctor. Today there are some things I have managed to recover in my body there are many things I will never recover and I am aware of this. So, if I am taking legal actions, it is simply to be recognised and to make your pharmaceutical companies pay for taking advantage of people without explaining to them what they have in their bodies. For several years, I told my doctor that I had abdominal pain, I could swell, I had haemorrhages, etc. Etc. And in 2021 he actually told me, ¿ms o, you are right. The insert has opened. It is what is releasing metals into your body¿. I do not know what miracles causes me to still be alive. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-apr-2022: quality safety evaluation of product technical compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-mar-2022. The most recent information was received on 28-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('the insert has opened. It is what is releasing metals into your body') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes (since age 15 years) since 1988. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), metal poisoning ("it is what is releasing metals into your body"), genital haemorrhage ("hemorrhage"), menstruation irregular ("irregular menstrual periods"), swelling ("swelling, could swell"), localised oedema ("oedema of abdomen"), gastrointestinal disorder ("abdomen"), asthenia ("frail, body of an 80-year-old"), insomnia ("insomnia"), tooth disorder ("dental bone loss"), bone loss ("dental bone loss"), amnesia ("time loss, memory loss"), presyncope ("vasovagal episode"), visual impairment ("visual disturbances"), loss of libido ("no sexual pity"), breast swelling ("breast swelling"), ovarian cyst ("cyst - in all five - in the ovaries"), dry skin ("dry skin"), vulvovaginal mycotic infection ("inner mycosis"), forearm fracture ("forearm double fracture"), femur fracture ("thigh double fracture"), tendonitis ("tendinitis") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal imbalance"). Essure treatment was not changed. At the time of the report, the abdominal pain, device breakage, metal poisoning, genital haemorrhage, menstruation irregular, swelling, localised oedema, gastrointestinal disorder, asthenia, insomnia, hormone level abnormal, tooth disorder, bone loss, amnesia, presyncope, visual impairment, loss of libido, ovarian cyst, dry skin, vulvovaginal mycotic infection, forearm fracture, femur fracture and tendonitis had not resolved and the breast swelling and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, asthenia, bone loss, breast swelling, device breakage, dry skin, femur fracture, forearm fracture, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, insomnia, localised oedema, loss of libido, menstruation irregular, metal poisoning, ovarian cyst, presyncope, swelling, tendonitis, tooth disorder, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: I have been diabetic since I was 15. I have never seen my condition has deteriorated since I had the essure contraceptive device inserted in (B)(6) 2013. The only chance I have is persisting by telling all my doctors and everything that is happening to me was not normal. For 10 years I have lived in the body of an 80-year-old, a quality found by the doctor. Today there are some things I have managed to recover in my body there are many things I will never recover and I am aware of this. So, if I am taking legal actions, it is simply to be recognised and to make your pharmaceutical companies pay for taking advantage of people without explaining to them what they have in their bodies. For several years, I told my doctor that I had abdominal pain, I could swell, I had haemorrhages, etc. Etc. And in 2021 he actually told me, ¿ms o, you are right. The insert has opened. It is what is releasing metals into your body¿. I do not know what miracles causes me to still be alive diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Amendment: the report was amended for the following reason: upon internal review the event term fracture was split and specified to event term forearm fracture and 2. Thigh fracture. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.